Event description:
It was reported that predilatation was performed prior to the attempt to stent the lesion; however, the stent delivery system (sds) did not cross the lesion in the right coronary artery. Slight resistance was felt during retraction of the sds from the patient. After retraction the stent implant was observed to be flared. No adverse patient effects or clinically significant delay in procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Analysis confirmed the stretched struts on the first and second row at the proximal end of the stent implant. It is likely that during withdrawal from the patient, the stent delivery system interacted with the guiding catheter resulting in the stretched stent struts. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.